Manufacturer narrative:
Correction: b.1.,b.2.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced a dialysis related infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus cloacae in the culture and a wbc count of 6775/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient continued ccpd therapy on the same liberty select cycler at home throughout the treatment course. The patient presented to the outpatient clinic on (B)(6) 2024 for follow up laboratory testing that presented a wbc count of 30,250/mm3. The outpatient clinic determined the patient was noncompliant with her antibiotic prescription as her infection had severely worsened. The patient was advised to report to the hospital due to the severity of infection and she was admitted on (B)(6) 2024. The patient remains hospitalized and has not contacted the outpatient clinic since admission. As a result, her treatment course, diagnostics and therapeutics while admitted have not been reported to the outpatient clinic. It was believed the patient continues ccpd therapy on a hospital provided cycler (unknown brand and model) while admitted. It was confirmed the patient¿s persisting peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced a dialysis related infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus cloacae in the culture and a wbc count of 6775/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient continued ccpd therapy on the same liberty select cycler at home throughout the treatment course. The patient presented to the outpatient clinic on (B)(6) 2024 for follow up laboratory testing that presented a wbc count of 30,250/mm3. The outpatient clinic determined the patient was noncompliant with her antibiotic prescription as her infection had severely worsened. The patient was advised to report to the hospital due to the severity of infection and she was admitted on (B)(6) 2024. The patient remains hospitalized and has not contacted the outpatient clinic since admission. As a result, her treatment course, diagnostics and therapeutics while admitted have not been reported to the outpatient clinic. It was believed the patient continues ccpd therapy on a hospital provided cycler (unknown brand and model) while admitted. It was confirmed the patient¿s persisting peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.